Event description:
A continuous cycling peritoneal dialysis (ccpd) pt called technical support to report a "balloon valve leak" alarm and seek advice as to how to clear the problem. Upon follow up with the pt's pd nurse, it was reported that the pt did had peritonitis and was hospitalized (B)(6) 2014 where the pd catheter was removed on (B)(6) 2014. The pt was transferred to in-center hemodialysis for treatments. Pt medical records were requested, but not yet received.

Manufacturer narrative:
Based on the information provided, it is unk how the device may have caused or contributed to the event. The post market surveillance department requested the pt's medical records but they have not yet been received. The actual device was returned to the manufacturer for physical evaluation and determined to be functioning according to product specifications. Further evaluation found no device malfunctions that would have caused the reported event. A batch record review was conducted and confirmed there were no deviation or non-conformances during the manufacturing process. Product labeling, material, and process controls were within specifications. A supplemental medwatch report will be submitted upon final review of medical records by the post market surveillance department should the records be received.